Event description:
According to the reporter: procedure: l. Ant resec w/end - end anast. After firing, it was noticed intestinal tract wall is thin. Moreover, donut tissue on distal side was missing. There are staples on proximal side of donut tissue. Leakage was seen, so additional suturing was done. Again, leakage was seen, so second additional suturing was done. The stoma covering was done and the surgery was completed. Surgery was delayed by more than 30 minutes. No further issue was reported.